Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received a single inappropriate shock and was scheduled to be evaluated in-clinic. Prior to the appointment, the physician contacted boston scientific technical services (ts) for a data review. It was confirmed that the shock was delivered due to baseline wandering and over-sensed artifacts. Ts stated that this could either be result of unstable tissue contact at the sense b node or device can level during body movements, impairment of the electrode, or other contact disturbances in the device header. Thorough recommendations were provided, such as isometrics, provocative maneuvers, and potential diagnostic imaging, to assess the s-ICD system integrity in-clinic. Potentially reprogramming the device to the secondary sensing vector was also mentioned, should no abnormalities be observed during the evaluation. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.